Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead in two pieces was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high capture threshold, low pacing lead impedance, and undersensing were observed. The lead was explanted and replaced.